Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Found hard bits in mouth / the back of the toothbrush head is broken and a screw fell into mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 24-jan-2017 that as he/she was brushing his/her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, he/she found hard bits in his/her mouth suddenly. The consumer described that the back of the oral-b precision clean brushhead was broken, and a screw fell into his/her mouth. The consumer noted that this was not the first time that he'd/she'd had a brush with a broken back, but this was the first time that a screw fell out. No symptoms developed.

Manufacturer narrative:
Return of product has been requested but not provided by consumer. Based on the provided production code the producing site all available production and release documentation for the suspected time period - as there was no deviation/alert found there will be no further investigation.

Event description:
Found hard bits in mouth / the back of the toothbrush head is broken and a screw fell into mouth [device breakage] no adverse event [no adverse event] case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that as he/she was brushing his/her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, he/she found hard bits in his/her mouth suddenly. The consumer described that the back of the oral-b precision clean brushhead was broken, and a screw fell into his/her mouth. The consumer noted that this was not the first time that he'd/she'd had a brush with a broken back, but this was the first time that a screw fell out. No symptoms developed.